Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mp50 patient monitor. It is unknown if sound was coming from the device. No adverse event was reported and the device was not used for monitoring a patient at the time of the reported issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mp50 patient monitor and no sound was coming from the device. No adverse event was reported and the device was not used for monitoring a patient at the time of the reported issue.

Manufacturer narrative:
Philips received a complaint on the intellivue mp50 loudspeaker fault. The device was outside of use at the time of the event. No adverse event occurred. The functional analysis was performed and identified that the speaker is completely out of sound . There was an inop error message. The following was replaced (453563499111,IV-mp50 mechasy loudspeaker assembly) to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was defective loudspeaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.